Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. During the evaluation, the blower, inlet air path assembly, stirring fan kit and removable air path foam were replaced for preventative maintenance.

Manufacturer narrative:
The manufacturer inadvertently submitted a follow up report for 2019-00693. No report should have been submitted for follow-up. Please disregard report number 2019-00693-1. The information was submitted for 2020-00693-1, and not for 2019-00693-1.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator's display was blank. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.